Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-00169; 508-44-101, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. Both d-tickets are not provided and a search of djo records produced no results, therefore, the items could not be verified.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - patient was feeling tight. Dr. Removed the glenosphere and polly, he replaced the glenosphere and put in a semi-constrained polly.